Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record and manufacturing date was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's complaint of poor field of view, was not confirmed. Based on the results of the investigation, the root cause of the eye piece detachment could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. In addition, the following non-reportable malfunctions were found during the device evaluation; stains caused by adherents on the tip cover glass. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the scope had a poor field of view. During the evaluation it was discovered that the eyepiece ring was detached, which is a reportable malfunction. This report is being submitted for the event found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress. Therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Since the serial number is unknown, the manufacturing records were not analyzed. In general, the customer is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that a telescope was sent in for evaluation and repair. During the evaluation, olympus staff discovered reportable malfunctions. There was no patient injury or adverse event reported to olympus.